Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image was performed, and the following additional information was provided: the conductor wire looked like it was pulled out. There was krytox lubricant in the area where the wire was pulled out,

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) conductor wire became dislodged. In addition, white lubricant has probably leaked from the inside of the vse. The vse has made the same noise as the first time when the yellow pedal was pressed a second time (no cutting sound). The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. The vessel sealer extend (vse) associated with this event was analyzed through failure analysis, which confirmed the reported complaint of a dislodged conductor wire. The instrument was found to have a segment of the conductor wire sticking out from the jaw. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The instrument cut and sealed. The white substance located at the distal end of the instrument was identified as krytox lubricant. The krytox was not excessive. No additional damage or product issues were found. The investigation performed indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.